Manufacturer narrative:
A review of the device history record indicates the part met specification. Visual examination of the device indicates the probe tip broke between the 30 and 40mm marks. The report indicates the patient had hard bone and the surgeon was applying force when the instrument broke. The cause for the broken instrument probe is determined to be the force applied to the instrument due to the patient's hard bone. Note: a report or other information submitted by a reporting entity under this part, and any release by FDA of that report of information, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of information constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.

Manufacturer narrative:
Pt's weight, patient information was unknown. Product is an instrument and is not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending.

Event description:
On 26 feb 2009, the sales representative reported that during surgery the surgeon was using the probe and was applying force because the patient had very dense bone. The tip of the pedicle probe broke. Additional information received on 05 mar 2009 via telephone, the sales representative reported that during a 2 level thoracic surgery the surgeon was using the pedicle probe when the probe broke in the patient. The surgeon was able to retrieve the piece from the wound. The surgeon then used another pedicle probe to finish the case. There was no surgical delay. The sales representative reported that the surgeon believed that this was a difficult surgery due to the patient's hard bone.